Event description:
The patient underwent cataract surgery with implantation of the crystalens in the right eye. Postoperatively, the lens dislocated and required intervention to explant the lens and exchange it for a different lens model. He physician reports the same occurrence for the patient's left eye. Additional information has been requested. Reference MDR #2031924-2009-00086.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.